Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿black spot¿ in the tubing of a homechoice cassette. It was further described as, "line connecting to the patient there was a black spot, when reviewing it was observed that it was a foreign body". This was noticed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿black spot¿ in the tubing of a homechoice cassette. It was further described as, "line connecting to the patient there was a black spot, when reviewing it was observed that it was a foreign body". This was noticed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was black particulate matter (pm) inside the heater line tubing. The pm was embedded and partially encapsulated inside the tubing. The black particulate matter was burnt plastic caused by a pin build up during the extrusion process. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.